Manufacturer narrative:
Based on the onsite evaluation, the sales representative observed the use of old, faulty leak testers that were flooding several scopes. The cause was attributed to a maintenance/test issue. All electronics were working as expected. No further information was reported.

Event description:
The customer reported to olympus device was receiving b30 errors. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03533 the original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported b30 communication error has been determined to be due to temporary communication abnormalities with the scope. Olympus will continue to monitor the field performance of this device.